Manufacturer narrative:
Initial.

Event description:
It was reported that a user decided to discontinue the ilet system after experiencing episodes of very high glucose readings while on therapy, often after meals, and later requested to return the device beyond the stated window. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and no clinical signs, symptoms, or conditions reported. Investigation included communication with the user and review and analysis of information provided by the user and field team. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.